Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: b1--adverse event/product problem corrected from "adverse event & product problem" to "product problem" b2-- outcome attributed to ae- "required intervention" removed. H1--type of reportable event corrected from "serious injury" to "malfunction."

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2023. An investigation was conducted on 06/28/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000303683 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring snapped in half/broke inside the patient. Routine harvest, no challenging habitus or positioning of the patient. Made it about 1/4 of the way through harvest proximally working distally and realized the vein was not responding to the anticipated manipulation as it had been previously. They removed the scope from the leg and there was a clean snap at the crux of the c ring. There were no fragments or jagged edges, the rest of the device appeared intact. There were no retained pieces of the device confirmed by visual inspection within the tunnel, visual inspection of the device, and irrigation of the tunnel. A new device was provided to complete the harvest without issue. So nothing actually fell off into the patient, issue was only noted inside patient. No additional incisions were needed. As soon as harvester noticed, the device was removed. Case was finished successfully using another vh-4000 kit. Only a delay to remove device and get a new device. No harm to patient.